Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06888 and 2134265-2015-06889. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the pullback button is not working and the motordrive unit five plus (mdu5+) is making strange noise. Also, it was noted that the motordrive unit is not working and will not perform automatic pullback. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. As secondary the motor drive's sound is slightly louder, but it nevertheless functions correctly. By opening the unit, no evidence of defective manufacturing was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06888 and 2134265-2015-06889. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the pullback button is not working and the motordrive unit five plus (mdu5+) is making strange noise. Also, it was noted that the motordrive unit is not working and will not perform automatic pullback. The patient's status is stable.